Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and boston scientific obtryx were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent cystoscopy due to cystocele and severe outlet obstruction. It was reported that patient underwent excision of vaginal mesh, vaginal repair and anterior colporrhaphy on (B)(6) 2007 for erosion of vaginal mesh, dyspareunia and vaginal spotting. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.